Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance several times due to high blood glucose with blood glucose of up to 395 mg/dl at the time of one of the incidents. The customer used manual injections, boluses, and was given insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. The customer alleged pump under delivery. Troubleshooting was not completed as the customer declined. The customer stated they went through 12 sensors in one month. The insulin pump will be returned for analysis.